Manufacturer narrative:
There are no allegations of system or component failure. The system performed as designed and allowed the patient to achieve long term goal. Explant was in preparation for upcoming procedure.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. The goal upon implant was for the patient to gain sufficient mobility to lose weight and become a candidate for a total knee replacement. Patient was able to achieve the set goal and had the nalu system explanted on (B)(6) 2024 in preparation for the upcoming knee surgery.